Manufacturer narrative:
(B)(4). Additional information: the device was received for sample evaluation. A visual inspection was performed and a bent spike was identified. Leak testing, clear passage testing, clamp function testing, and integrity of the seal surface testing were performed with no issues noted. Connection testing was unable to be performed due to the bent spike. The reported issue was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a misspike of a transfer set was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.